Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise. Programming changes were suggested. No intervention was reported. There were no patient consequences.